Event description:
It was reported to the manufacturer that a trilogy evo ventilator was returned to the service center for completion of periodic maintenance and replacement of the flow sensor at the customer's request. There was no patient involvement, and no harm or injury was reported. It was reported the patient data could not be extracted and a request was made to please extract the patient data if possible. On device evaluation, when the device was powered on, it generated a ventilator inoperative alarm and was confirmed to be unusable. Error code e-262 was noted in the device error log indicating data in the electronically erasable programable read-only memory (eeprom) was corrupt on the system/central processing unit. The system printed circuit board assembly was replaced to address this issue. There was no issue with the patient data, so it was extracted from the device. Periodic maintenance was completed on the device as per maintenance schedule. Additional findings not related to the malfunction/issue: internal checking was performed, and no dirt was found on flow sensor. However, flow sensor was replaced as prevention as per the customer's request.